Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted, when, if, subject product is returned for evaluation.

Event description:
Attorney's report of patient's alleged "personal injuries and damages". Mesh was partially explanted in 2006, with the remainder of the patch being removed in the same month.